Manufacturer narrative:
The physician¿s name is dr. (B)(6). (B)(4). Device code relates to problem code for the reported issue of clip would not come out of the clipper. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an polypectomy procedure performed on (B)(6) 2018. According to the complainant, during withdrawal, the clip did not come out of the clipper. The procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device noted that the clip assembly was not returned with the device. The device had a kink on the proximal section of the catheter and the distal end of the control wire showed evidence of breakage. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an polypectomy procedure performed on (B)(6) 2018. According to the complainant, during withdrawal, the clip did not come out of the clipper. The procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.